Event description:
It was reported that the customer was hospitalized with a high blood glucose of 30 mmol/l and ketones. It was stated that the customer had been experiencing high blood glucose levels for a week, and was unable to get them under control. Troubleshooting was performed, and the insulin pump was programmed correctly. It was stated that the customer had several no delivery alarms. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.